Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a transurethral lithotomy, using an ncircle tipless stone extractor, the protective sheath was broken, and the device would not open or close. The device was inspected for damage and tested prior to use. A soft ureteroscope was transurethrally placed, and a laser was used prior to the device. When the physician attempted to retrieve the crushed stone fragments using the device under the endoscope, it was noticed that the device basket could not open or close and the purple protective sheath was separated/broken. A device of the same type was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. Open ncircle tipless stone extractor was returned for investigation with the handle in the open position and the basket formation in the closed position. The male luer lock adapter (mlla) was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3cm in length. Visual exam noted the support sheath was severed at the nose of the mlla. There was 2.2cm of cannulated handle and coil exposed from the mlla. The handle did not actuate the basket formation unless the support sheath was held together. The remaining support sheath was still adhered to the basket sheath. The coil assembly was bent at the distal end of the cannulated handle. The coil had started to unravel. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that, while a definitive cause for the event could not be determined, it is possible that the device was damaged during use due to procedural factors such as the size, shape, or location of the stones, user technique, or interaction with another device such as the scope. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer name and address: postal code: (B)(6). PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral lithotomy, using an ncircle tipless stone extractor, the protective sheath was broken, and the device would not open or close. The device was inspected for damage and tested prior to use. A soft ureteroscope was transurethrally placed, and a laser was used prior to the device. When the physician attempted to retrieve the crushed stone fragments using the device under the endoscope, it was noticed that the device basket could not open or close and the purple protective sheath was separated/broken. A device of the same type was used to successfully complete the procedure.a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.